Event description:
During a ptca procedure of an proximal lad eccentric lesion, the balloon ruptured at 18 atm's (rbp=14 atm's) and pt experienced no flow. The physician had difficulty removing the balloon and the pt's clinical status declined. While attempting to remove the balloon catheter, the tip dislodged and they were unable to retrieve with a snare. The physician elected to secure the tip in place with a stent. Blood flow in vessel was restored following intervention. Pt status is listed as "okay".